Event description:
According to the information received, the patient underwent a double CABG procedure in which two aortic connectors were utilized. Three months post-operatively both connectors were found to be stenosed approximately 3-5 mm distal of the proximal anastomosis site. Reoperation was performed and the bypass grafts were redone in the traditional fashion. Presently, the patient is noted to have "slight" symptoms of chest pain but is otherwise "normal".